Event description:
As reported by edwards implant patient registry (ipr), approximately 8 years, 7 months, and 27 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve implanted inside a 31 mm non-edwards valve, the valves were explanted and a new 27 mm surgical valve was implanted. The cause of the valve explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the medical records and updated investigation. The following sections of this report have been corrected/updated: a2 (age at time of the event), b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received via medical records confirming the 29 mm sapien 3 valve was explanted and a new 27 mm surgical valve was implanted. There were no reports of procedural issues or complications. The pathology of the explanted 29 mm sapien 3 valve revealed significant calcification and fibrosis. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Although a definitive root cause could not be determined, the event could be related to the mechanisms described above. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause could not be determined, patient factors and/or procedural factors not provided may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.